Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that during drain 3 of 4, an unknown alarm occurred. After completing the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid leak from the cassette and fluid found coming out of the pump heads inside the cassette door. The patient was advised to have discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. Patient sensor calibration check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. Fluid in the hp filters is related to the reported symptom code--air detected in cassette warning. A review of the device history record (DHR) found that the disinfection form marked "fluid leak" by return goods 11/28/2018. Mushroom head check passed 11/28/2018. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that during drain 3 of 4, an unknown alarm occurred. After completing the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid leak from the cassette and fluid found coming out of the pump heads inside the cassette door. The patient was advised to have discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.